Event description:
During insertion of a PICC device, the floppy tip of the access wire became unravelled in the pt. The wire was removed by pulling it back through the sheath/dilator. The unravelled portion did not detach from the wire and there was no pt injury. It was indicated that the used wire would be returned for eval.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The used device has been returned for eval, however, the device analysis is not yet complete. Upon completion of the investigation a follow-up medwatch will be submitted. (B) (4).